Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The device was within standard regarding any failure that might have caused the reported incident. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the patient had post-sphincterotomy hemorrhage during an endoscopic retrograde cholangiopancreatography (ercp). The hemorrhage was treated with injection of sclerosing agents. The procedure was not prolonged. The patient evolved favorably and was discharged 24 hours after the procedure. There was no specific allegation against the subject device.